Manufacturer narrative:
Pr (B)(4) follow up report for correction. The manufacturing plant was incorrect in the initial MDR. The manufacturing plant should be becton dickinson infusion therapy systems inc. S.a. De c.v.- nogales, mexico / 84048.

Event description:
No additional information was provided.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint was not needed. The event was captured in (B)(4). This MDR will be voided.

Event description:
The event was captured in (B)(4).

Event description:
Material #: unknown batch #: 3212551 it was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: it was reported by customer that one soft, translucent/gray/brown/dark particle with translucent, fiber-like particles found in the devide. Verbatim: rcc received a complaint via email. Email(s) attached (B)(6) one (1) soft, translucent/gray/brown/ dark particle with translucent, fiber-like particles attached. Particle composed of ptfe, with indications of silicone and glass fibers 6169m x 4637m lot number - 3212551

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.